Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on her insulin pump have been sticking; she has to press hard on the buttons in order for the pump to respond. No further details were given. Transfer to the 24 hour product helpline was declined; the customer stated that she will be calling them on her own time. No products were shipped or returned.